Event description:
Boston scientific was informed that during an esophagogastroduodenoscopy (egd) procedure, an injection gold probe bipolar catheter was used to treat gi bleed in pt. The pt had injection and cauterization with the gold probe. When the physician was attaching the end of the gold probe to do the lavage, he could not get a tight fit (a good seal) to the connector and became bent. The physician used another gold probe and the same thing happened. The pt was bleeding severely and the case was aborted. The pt is believed to be admitted in ICU for monitoring. The physician gave the pt blood products and anesthesia to make pt comfortable. The physician performed the procedure again on the following day with monitored anesthesia care. The physician used another gold probe and a therapeutic scope and was successful in controlling the bleeding. The pt had a blood clot. The pt was reported to be fine.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined. Reference MDR number: 3005099803-2008-00686.